Event description:
The customer stated that she tested her blood glucose and received a reading of 250 mg/dl using her breeze2 meter. She retested using another meter and received a reading of 67 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer ended the call before troubleshooting could be performed. Attempts to reach the customer have not been successful. No product will be returned.